Manufacturer narrative:
Corrosion was found on the batteries, pcb, and internal components of the device, however, no leaks were found along the fluid path. Cracks were observed on the top and bottom of the housing. It could not be conclusively determined when the cracks or damage to the device occurred or if it contributed to the reported event. The device data was unable to be retrieved as there was no communication established with the master pdm (personal diabetes manager). Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported fluid inside the pod. They were not immediately able to put a new pod on, so the bg (blood glucose) level did rise. The patient's bg levels reached 461 mg/dl.